Manufacturer narrative:
Initial MDR (B)(4) - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula was bent event from 01-apr-2024 to 25-apr-2024. The blood glucose level was 400 mg/dl at the time of event. The event occured after three or more hours of insertion. The site of insertion was at abdomen. The infusion set was in use for 12 to 48 hours.patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.